Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that on (B)(6) the rv lead was implanted and on (B)(6) it was revised due to dislodgment. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).